Event description:
The customer reported the trailing haptic of the +2.0 diopter aq5010v silicone three piece lens was broken during insertion. The incision was enlarged for lens cutters and the lens was removed in pieces. The back up lens was loaded by both the surgeon/tech and was implanted without difficulty. The reporter indicated the event was the result of a loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).